Manufacturer narrative:
Sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. Sensory medical requested return for examination of the damaged canopy. 231109m06 is the lot of the canopy. Review of manufacturing records confirms all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact". Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
Per parent, the child broke off the tech hub portal zipper slider off of the canopy and eloped through the portal window. Per parent, there was no damage to the tech hub portal zipper prior to the elopement event. Per parent, they had continued use of the bed after the damage, and the child has eloped multiple times through the tech hub portal. One (1) picture was provided that shows an empty tech hub portal window with the zipper slider removed. There was no report of injury as a result of the event.